Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, the picture in picture connector on the front panel was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center serial digital interface is deformed. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, connection was found unavailable due to the sdi terminal and pip connector found to be deformed likely from unexpected force applied. The instruction manual of cv-190 describes the following, and the damage of the connector might have been prevented by following the descriptions: ¿3.1 precautions for installation and connection: never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device.